Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 319 mg/dl. Customer stated that she removed the insulin pump to go swimming and then got button error. Customer stated that the insulin pump was not working correctly. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).